Event description:
A customer complained that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected (B)(6) for patient # 1 was reported from the laboratory; however, a corrected report was issued to the physician. The higher than expected vitros tropi es results of for patient # 2 and patient # 3 were not reported from the laboratory. There was no allegation of patient harm as a result of any of these events. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing could not be ruled out. The investigation was unable to rule out the customer¿s vitros troponin I es reagent or an unexpected 5600 analyzer issue as contributing factors to the events.